Event description:
A malfunction on the pump was reported by the caller, who noted there were no notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy.